Event description:
It was reported that this right ventricular (rv) lead was surgically repositioned due to dislodgement which was confirmed through echocardiogram and chest x-ray. Also, patient experienced diaphragmatic stimulation and lead testing was poor. This rv lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was surgically repositioned due to dislodgement which was confirmed through echocardiogram and chest x-ray. Also, patient experienced diaphragmatic stimulation and lead testing was poor. This rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental correction report was created to capture updates on h6: impact codes.